Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs did not confirm the reported increased intra-peritoneal volume (iipv), and therefore the iipv could not be duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported difficulty. The cause of the iipv was undetermined.

Event description:
The patient contacted baxter's technical service center regarding ending therapy, which occurred on the homechoice (hc) during use during fill 4 of 4. The patient called and stated he had stopped therapy and would like to end therapy after the hc drained 85% of 2900ml. The patient stated he was overfilled. The patient stated he did a manual drain and drained out 500ml. The technical service representative (tsr) asked the patient if he was connected and the patient stated yes. The patient was trying to bypass to the last fill. The tsr asked the patient to down arrow. The fill volume equaled 2549ml. The tsr helped the patient perform a manual drain. The patient drained an additional 4456ml. The largest prescribed fill volume (lpfv) equaled 2900ml. This met increased intra-peritoneal volume (iipv) criteria (drain volume of more than 160% of the lpfv). The patient?s ultrafiltration (uf) through the last cycle completed equaled 168ml. The patient was using 2.5% dianeal solution. The patient?s normal uf for the dextrose concentration was the same as the previous day. There was patient involvement but there was no patient injury indicated at the time of the initial report.